Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The coronary diagnostic procedure was completed after the patient was moved to another room. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse found that the system could not emit x-ray with the foot switch. The fse ran the system interface board (sib) built-in self-test (bist), which failed and showed: safety check failed. The fse solved the issue by replacing the table base connection box (tbcb). Analysis of the log file showed that the power on self-test (post) of the sib failed. After part replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.